Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 20mmx3mm target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20 x 3.00mm promus premier drug eluting stent was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st and 2nd proximal stent strut rows were lifted from their crimped position and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 20mmx3mm target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20 x 3.00mm promus premier drug eluting stent was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.